Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to excessive on-time of the device. From the downloaded device data it was observed that repeated power on cycles had been recorded and that 13.7 hours of cumulative on-time was registered. The device had accumulated 3.5 hours of on-time since (B)(6) 2014. This excessive on-time caused the internal hybrid layer capacitor (hlc) batteries to deplete. This excessive on-time could be consistent with the device having an item sitting on the on-button and toggling the on-button intermittently. The customer requested physio-control to dispose of the device.

Event description:
The customer returned their device to physio-control. During device evaluation, physio-control observed that the device showed all three indicators (charge-pak, attention and service wrench) in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.